Manufacturer narrative:
Samples received: 6 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received six closed samples. All of them, without the information of the second pack printed. This mistake took place in the manufacturing line. The printing machine did not print the information of the second pack of these six units (the machine prints every six pouches). Taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered that this is an isolated incident just for these units. The personnel involved has been informed to avoid that this issue occurs again. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: credit note for one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: peru. The product do not have labels on the back of the blisters.